Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-02584. The patient had 2 scs leads, it cannot be determined which lead was related to the issue and/or action. Therefore, both are being reported as explanted. It was reported the patient was no longer receiving low back stimulation but was instead receiving unintended rib stimulation. It was determined that one of the patient's scs leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the un-migrated lead was explanted and the migrated lead was repositioned. Effective stimulation was restored following the procedure.